Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed ¿air in-line.¿ the continuous infusion had been set at a rate of 0.6 ml/hr, with a starting reservoir volume of 102 ml. Although the total volume should have been 100.8 ml, 102 ml had been used to allow for slight overfill in case of delays, and a total of 110 ml had been provided as overfill by the pharmacy. The air detector had been turned on, and the upstream sensor had also been on. The patient had not been medically affected, though the infusion had finished two hours early.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump had alarmed ¿air in-line¿. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.